Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 sensor was replaced, and the unit was returned to service. The customer contact reported there is no patient information available.

Event description:
The hospital reported the unit alarmed and had a large leak. There was no report of patient injury.